Event description:
It was reported that the device did not work. There were no adverse consequences for the patient.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and was tested on a generator and gave a solid tone. The hand piece was disassembled and a torn acoustic isolator was found. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.